Event description:
The hcp reported that last week her programmer ¿broke¿ so she got a new one on monday and changed the card over to the new programmer and now 2 of her visits are not showing on the files of the new card. Per the hcp they are from (B)(6) 2013 and (B)(6) 2013. The hcp did update the pump on those days so files should be there. Additional information from the hcp later reported that she thinks what happened is the files were not deleted. This was a patient where she had forgotten to update the pump at the end of the refill. So even though the hcp went in and interrogated it to get the volume inside the pump, for some reason she did not think those interrogations were accepted as anything into the programmer because the next one was when they came in and she had to put the volume back in there at 40 and upload that information.

Manufacturer narrative:
Concomitant product: product ID 8840, serial# unknown, product type programmer, physician. (B)(4).